Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 500 mg/dl back to back with a result of 200 mg/dl when testing was performed within 3 mins on the compact sys. Reporter stated the customer was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received by the customer. A request was made for the return of the suspect device and replacement prod was sent.